Event description:
The customer reported that the system displayed an error message and the monitor was black. This rendered the system inoperable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The image processor board was identified as being faulty. No further repair info is available at this time.